Manufacturer narrative:
Results of lm investigation this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been more than 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the event (e226 error code) occurred due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (integrated circuit chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. However, a definitive root cause could not be determined. The following information is stated in the IFU (instructions for use) which may help to detect/prevent the issue: ¿chapter 3 preparation and inspection 3.6 inspection of the endoscopic system inspection of the endoscopic image - confirm that the 3d endoscopic image is displayed normally in wli and nbi observation. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Wear the 3d glasses supplied with the 3d monitor. 3. Observe the palm of your hand in the wli and nbi endoscopic images. 4. Confirm that light is output from the endoscope¿s distal end. 5. Adjust the brightness level as appropriate. 6. Take off the 3d glasses and confirm that the right-eye and left-eye images are displayed the same. 7. Wear the 3d glasses again. 8. Close the right-eye and left-eye alternately while observing the 3d endoscopic image to confirm that no difference of color and brightness between the right-eye and left-eye images is observed. 9. Touch the target object using an endo therapy accessory while observing the 3d endoscopic image to confirm that a sense of depth is normal. 10. Confirm that the 3d endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 11. Turn the angulation control levers slowly in each direction until it stops. 12. Confirm that the 3d endoscopic image does not momentarily disappear or display any other irregularities during wli and nbi observation.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the deflectable videoscope joystick is tilted too far and angled, noise may occur in the image. The device was returned for evaluation. During the device evaluation, the scope communication error (e226) was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1: (B)(6) hospital. The device was returned to olympus for evaluation and the evaluation found a noise image occurs during angulation in up down directions due to charged coupled device; water tightness was lost due to a dent on distal end; bending section cover, switch 3 had scratched; adhesive on bending section cover had chipped; angulation lever, video connector were deformed; bending angle in up direction did not meet the standard value due to wear of angle wire; right left lever did not move smoothly due to damage on bending tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.